Manufacturer narrative:
No product has been returned for investigation. A specific root cause could not be identified for this event. Since no product was returned, the investigation cannot be completed.

Manufacturer narrative:
(B)(4). The customer stated no product would be returned.

Event description:
The point of care coordinator complained of erroneous results for 1 patient tested on the accu-chek inform ii meter with serial number (B)(4) used in the ICU department. The initial result from an arterial sample at 5:45 p.m. Was 56 mg/dl. The result from an arterial sample at 5:54 p.m. Was 265 mg/dl. The caller states that the line is being cleared prior to drawing the sample, however, she feels the line is not being cleared enough. Quality controls were acceptable within 24 hours of this event and the meter has been working fine. The caller feels the discrepant results are due to the operators not clearing the line far enough. No adverse event occurred. The caller declined to provide any further information. The test strips were requested for investigation; however, the customer indicated she would not be returning any product. Replacement product was sent.